Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's mother board and main hard drive. System was calibrated and safety tested to factory specifications.